Event description:
Mityvac used to deliver baby, sustained subgaleal hemorrage. This report is being filed as a result of the FDA health advisory notice: need for caution when using vacuum assisted delivery devices.